Manufacturer narrative:
MDR 8021545-2024-00457 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula bent events on (B)(6) 2024. The insertion site was at abdomen and back. The event occured on the first day of use on the insertion site. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.